Event description:
It was reported that an alert was recorded on this patient's implantable pulse generator (pacemaker) due to high right ventricular (rv) pacing impedance out-of-range. The rv lead was switched to unipolar configuration and the impedance normalized. Reportedly, isometrics and observations were made on this pacemaker system, and noise was observed on both right atrial (ra) lead and rv lead, with a previous episode recorded of minute ventilation oversensing. Technical services discussed reprogramming options. In addition, it was mentioned that the ra lead is most likely fractured, and the rv lead was suspected to be so as well. Reportedly, no actions were taken. The polarity is programmed to unipolar configuration and the patient will continue to be monitored as he is not therapy dependent. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that an alert was recorded on this patient's implantable pulse generator (pacemaker) due to high right ventricular (rv) pacing impedance out-of-range. The rv lead was switched to unipolar configuration and the impedance normalized. Reportedly, isometrics and observations were made on this pacemaker system, and noise was observed on both right atrial (ra) lead and rv lead, with a previous episode recorded of minute ventilation oversensing. Technical services discussed reprogramming options. In addition, it was mentioned that the ra lead is most likely fractured, and the rv lead was suspected to be so as well. However, no actions were taken. The rv polarity is programmed to unipolar configuration and the patient will continue to be monitored as he is not therapy dependent. This pacemaker remains in service and no adverse patient effects were reported.